Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms when the insulin reservoir was low. The customer's blood glucose (bg) level was 469 mg/dl. The customer performed a system delivery check with the pump and did not receive an occlusion. The customer changed the cartridge, tubing and infusion site and delivered a bolus of insulin to lower the bg level. Based on the results of the system check, tandem customer technical support (cts) informed the customer that the site may have been the cause of the alarm; however, as the supplies to the pump had been changed, cts was unable to confirm this.